Event description:
The customer reported that during a case, on the first seal, after hearing the endtone (indicating a completed seal cycle) the surgeon observed minor bleeding at the seal site. Another device was opened and used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 01/16/2015. Date of follow-up report : 02/24/2015. One used device was returned and evaluated. Visual inspection found no defects. The jaws opened and closed normally when the handle was activated. Functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. The device was activated while pressing the activation button in various locations to detect any problematic activation issues. All seal cycles completed satisfactorily and endtones were heard. No bleeding at the seal sites occurred. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). Date of initial report : 01/16/2015. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.